Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. During troubleshooting, the customer was able to get insulin to exit the tubing. Customer confirmed that she would change the infusion set. Blood glucose level was 467 mg/dl at the time of the incident. The customer will not return the device for analysis.